Event description:
During biomed testing the pacer output was no adjustable. There was no patient involement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product.